Event description:
Customer reports lancet sticks out pass the cap while using the softclix plus lancet device. Customer states lancet was protruding after the device was fired. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.